Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks and bursts of anti-tachycardia pacing (atp) during two episodes of supraventricular tachycardia (svt). Technical services (ts) analyzed the device episode data and found that there was potential one to one conduction where therapy was delivered that converted the rhythm. Then, minutes later, the rhythm returned, and therapy was given again with non-conversion. The rate had accelerated after atp delivery. The presenting electrogram (egm) showed that the rhythm had returned to normal. Further review was recommended, and the patient's physician was contacted. No additional adverse patient effects were reported. Currently, this ICD remains in service.